Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portions of the left essure microinsert may be within the wall of the uterus near the cornu and not within the fallopian') in an adult female patient who had essure inserted. The patient's medical history included back pain and pharyngitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: persistent patency of the left fallopian tube. Portions of the left essure microinsert may be within the wall of the uterus near the cornu and not within the fallopian tube. Satisfactory position of right essure microinsert with apparent tubal occlusion achieved on the right. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portions of the left essure microinsert may be within the wall of the uterus near the cornu and not within the fallopian') in an adult female patient who had essure inserted. The patient's medical history included back pain and pharyngitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: persistent patency of the left fallopian tube. Portions of the left essure microinsert may be within the wall of the uterus near the cornu and not within the fallopian tube. Satisfactory position of right essure microinsert with apparent tubal occlusion achieved on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.